Manufacturer narrative:
Product complaint # ==> (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observation of the device revealed lower jaw missing. The distal tip of the upper jaw is bent. The complaint is confirmed. Also, faded laser etching and minor nicks on the device indicate that the device was used heavily. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing causes the breakage of jaw. The other possibility for the failure of lower jaw can be due to device hitting a hard surface or falling on ground. This failure can be attributed to user technique. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. Although, we cannot discern a root cause for the reported failure, it is possible that the failure occurred due to excessive mechanical force while handling the device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep that one of their expressew iii without hook has a jaw that is broken off of the device and another expressew iii without hook that will not open. There was no patient or case involvement. The devices are being returned.